Event description:
It was reported that while operating on the scene, the crew began treating a woman in cardiac arrest. During the course of the treatment, adult combination therapy pads (philips defib pads with an adapter on the lp12 defib therapy cable) were applied to the patient and connected to the lifepak 12 device. The lifepak 12 device showed a dashed line and failed to detect the pads on the patient. The crew then checked the connection between the pads and the monitor, changed the pads twice and reset the monitor with no change. The crew used the lifepak 12 device to monitor the patient and the bls AED (lifepak 1000) to deliver therapy. It was also noted that new pads were placed on the patient when they transferred care to the lifepak 1000. The pads used were those that come with the lifepak 1000, quik-combo. During transport the bls AED (lifepak 1000) was used to defibrillate the patient once. The patient was transported to the hospital. The outcome of the patient is unknown.

Manufacturer narrative:
Physio-control thoroughly tested the device and its therapy cable but could not verify the reported failure. It was also observed that the cable appeared in very good condition. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The philips adapter and pads were not available for evaluation. Physio-control had informed the customer on previous occasions (and this one) that it is recommended to use physio-control pads.